Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. The jacket had holes in it as if someone/something had tried to bite it. This internal short was the 5 volt line and this caused the monitor to shut down when the cable was manipulated. The root cause of the shorted wire cannot be positively identified, but appears to be misused. The electrode belt was repaired, retested and restocked. No adverse event resulted from the electrode belt cable problem. The pt received a replacement electrode belt.

Event description:
A (B) (6) female pt contacted lifecor customer support to report that neither battery pack will power up the monitor. She stated that the response button light up but the monitor would not do anything else. The pt stated that both battery packs were showing the green light when placed on the battery charger. A pt services rep (psr) visited the pt to assess the problem. The psr stated that when the electrode belt is connected to the monitor, the monitor will not start up. The psr replaced the pt's electrode belt.